Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was peformed due to pain. Soft tissue reaction reportedly noted during revision.